Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lens inside the optical system was damaged, component failure of the lens. The failure of the lens was optical component problem due to damage, but the cause of failure of the lens could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited lens inside the optical system was damaged. There was no patient involvement.